Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ no information. Implant procedure: laparoscopic repair of incarcerated ventral hernia. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/(B)(6), 15cm x 19cm x 1mm] implant date: (B)(6), 2013 (hospitalization (B)(6), 2015) ¿ (B)(6) 2013: (B)(6) hospital. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: incarcerated ventral hernia. Anesthesia: general. Specimens: hernia sac and a portion of incarcerated omentum. Estimated blood loss: less than 20 ml. ¿ findings: ¿herniated omentum and fascial defect measuring approximately 4 cm.¿ ¿ procedure: ¿the procedure was commenced by making a 5 mm incision in the posterior axillary line at the level of the umbilicus. A 5 mm optiview port was introduced using controlled twisting motion with the videoscope in place visualizing layers of the anterior abdominal wall as we entered. Peritoneal cavity was accessed without trauma to underlying viscera. This was insufflated to a pressure of 15 mmhg using carbon dioxide. Two additional ports were introduced under direct videos topic vision without trauma to underlying viscera both in the midclavicular line, one in the left upper quadrant and one in the left lower quadrant. The peritoneal cavity was inspected and hernia could be visualized. This contained omentum and no bowel was herniated. The omentum was reduced using sequential traction by using graspers as well as some sharp dissection to divide lesions. Once the omentum was completely reduced, we everted the hernia sac into the abdominal cavity and proceeded to excise this and remove it. A portion of the herniated omentum was removed with the hernia sac. At this point, we fashioned a mesh to size to form a square measuring 10 cm x 10 cm. Four 0 ethibond corner sutures were applied, and the mesh was rolled and introduced into the peritoneal cavity. The sutures were retrieved through corresponding stab incisions around the defect, obtaining maximal overlap around the fascial defect. These were turned down, lifting the mesh up into position. The mesh was further secured to the posterior abdominal wall using a tacking device where tacks were applied at approximately 1 cm intervals. The peritoneal cavity was deflated after ensuring adequate hemostasis. The fascial defect 12 mm port site did not warrant fascial reapproximation. The skin was closed using a running subcuticular 4-0 monocryl or steri- strips as appropriate. Dressings were applied.¿ ¿ (B)(6) 2013: (B)(6) hospital. Implant sticker. ¿gore dualmesh® plus biomaterial.¿ ref catalogue number: 1dlmcp04. Lot batch code: 10816650. W. L. Gore and associates. Expiration: 7/15. Relevant medical information: no information. Explant preoperative complaints: ¿ (B)(6) 2018: (B)(6), do. Chief complaint: abdominal pain. History of present illness: ¿mr. (B)(6) is a 51 yo m w/pmh of polycystic kidney disease, htn, and umbilical hernia repair (2013) who presented with periumbilical abdominal pain and n/v [nausea/vomiting] starting acutely 5 days ago. Patient states the pain was 10/10 and has lingered throughout the past 5 days, until it became intolerable today. He vomited 15x on sunday, and 1 x since then.¿ ¿patient states that in the past he had similar, milder episodes, about 1.5 years after his umbilical hernia repair; etiology was not determined. In the ed, abdominal xray revealed sbo [small bowel obstruction]. CT-abd revealed incarcerated small bowel in the umbilical hernia.¿ constitutional: gi: reports abdominal pain, constipation, diarrhea, nausea and vomiting. Abdominal exam: ¿absent bowel sounds, distended, hernia (umbilical), no guarding, no rebound, diffuse tenderness to palpation.¿ assessment and plan: small bowel obstruction secondary to incarcerated umbilical hernia. Umbilical hernia. Diffuse abdominal pain. Surgery consulted and taken to surgery. ¿ (B)(6) 2018: (B)(6), md. Radiology. Abdominal x-ray, acute abdominal series. Findings: ¿abdominal radiographs demonstrate multiple loops of dilated small bowel measuring up to 6.2 cm associated air-fluid levels in the upper and mid abdomen most consistent with bowel obstruction. No pneumatosis or free air is seen. No organomegaly, mass effect or abnormal abdominal calcifications are seen. Multiple abdominal surgical umbilical hernia mesh clips are seen.¿ impression: small bowel obstruction. ¿ (B)(6) 2018: (B)(6), md. Radiology. CT abdomen and pelvis. Findings: ¿there are postsurgical changes of prior midline anterior abdominal wall hernia repair with hernia mesh in place. There is a bowel containing periumbilical hernia which contains a dilated loop of small bowel. The small bowel loops proximal to the hernia sac are dilated and fluid and air-filled with decompressed bowel distal to the hernia sac most consistent with bowel obstruction. The colon is decompressed. The appendix is identified and is normal in caliber without periappendiceal inflammatory changes.¿ impression: ¿1. Periumbilical midline anterior abdominal wall hernia containing a loop of small bowel with associated obstruction proximal to the hernia. Ng tube in place with the distal tip in the proximal to mid stomach. 2. Polycystic renal and hepatic disease.¿ ¿ (B)(6) 2018: (B)(6), md. History: ¿51-year-old male patient with an incarcerated, possibly strangulated, ventral hernia. Repair with mesh with possible bowel resection were discussed with the patient. He desired to proceed with surgery, and consent was obtained.¿ explant procedure: explant of old mesh, small bowel resection, ventral hernia repair with mesh retrorectus mesh placement. Implant: phasix st mesh. Explant date: (B)(6), 2018 (hospitalization (B)(6), 2018) ¿ (B)(6) 2018: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated ventral incisional hernia. Postoperative diagnosis: strangulated ventral incisional hernia. Anesthesia: general. Estimated blood loss: minimal. Specimens removed: old mesh, portion of small bowel and hernia sac. ¿ procedure: ¿the patient was taken to the operating room and was placed on the operating table in the supine position. Following satisfactory general endotracheal anesthesia, the patient's abdomen was prepped and draped in sterile fashion. I made an incision in the midline. I identified the hernia sac and entered the abdominal cavity above the hernia defect. I began to dissect adhesions away from the anterior abdominal wall. I used electrocautery to remove the old mesh which was malpositioned and contracted at this point. It was passed off the field as a specimen. I examined the bowel that had been herniated. It appeared unhealthy and nonviable. Therefore, I elected to resect it. I created mesenteric defects proximal and distal to the diseased area and resected the bowel using the gia 55 stapler. Then, I opened the stapled ends of bowel and used the gia 55 stapler to fashion a side-to-side functional end-to-end enteroenterostomy. Then, I used the gia stapler to close the enterotomies. Then, I used silk suture to reinforce part of the staple line. Finally, I used silk suture to close the mesenteric defect that I had created. The bowel was returned to the abdominal cavity. I resected the hernia sac using electrocautery. I found healthy fascial edges, and I elected to dissect the fascia so that I could separate the anterior and posterior layers of fascia. I planned to place the mesh in the retro-rectus position. Once I completed this dissection, I closed the posterior fascia using running #1 pds suture. Prior to this step I closed an area with 2-0 vicryl suture that had been resected to remove the old mesh. Then, I selected a piece of phasix mesh and placed it into the retrorectus space. Then, I closed the anterior fascia using #1 pds suture. Given the bowel ischemia, I elected to leave the midline wound open. It was packed using saline dampened kerlix and was dressed using abd pads and tape. The patient was awakened and extubated.¿ ¿ (B)(6) 2018: (B)(6). Implant sticker. ¿phasix st mesh. Lot: huav3217. 10cm x 15cm. Expiration: 8/28/18. Manufacturer: bard. ¿ (B)(6) 2018: (B)(6), md. Radiology. Abdominal x-ray. Impression: ¿scattered mildly distended loops of small bowel are seen in the abdomen, which have decreased in caliber compared with the prior exam, suggesting interval improvement in the previously noted small bowel obstruction.¿ ¿ (B)(6) 2018: (B)(6), md. Pathology. Specimen list: explanted ventral hernia mesh, portion small bowel and hernia sac. Diagnosis: ¿1. Ventral hernia mesh and soft tissue, explanted: surgical mesh (grossly examined). Mesothelial lined fibrovascular tissue. No dysplasia or malignancy is seen. 2. Small bowel, segmental resection: small bowel showing vascular congestion. Margins of resection appear viable. No dysplasia or malignancy is seen. 3. Specimen submitted as "hernia sac¿: skin and subcutaneous tissue showing vascular congestion. No dysplasia or malignancy is seen.¿ gross description: ¿1. Part 1 is received in formalin labeled ¿charles cole¿ and ¿explanted ventral hernia sac¿ and consists of a 9.0 x 5.0 x 3.5 cm portion of tan-pink membranous soft tissue with attached tan-yellow adipose tissue. Within the specimen grossly apparent mesh is identified. No discrete lesions or masses are grossly identified.¿ 2. ¿¿portions of small bowel¿ and consists of a 10.5 cm in length and 3.5 cm in diameter portion of small intestine. The serosal surfaces are tan-dark red, dusky with a minimal amount of attached mesentery. The stapled resected margins are removed and inked in black. Cut sections reveal dark red, predominant mucosal folds with no discrete lesions or masses grossly identified.¿ 3. ¿¿hernia sac¿ and consists of an 8.5 x 4.0 cm tan elliptical skin excised to a depth of 2.5 cm. Within the resected margin a tan-pink membranous soft tissue is identified. No discrete lesions or masses are grossly identified.¿ ¿ (B)(6) 2018: (B)(6), md. Discharge summary. Hospital course: ¿while inpatient, taken to surgery by dr (B)(6) for explant ventral hernia repair with mesh and small bowel resection. Wound vac placed. Tolerated surgery well. Minimal pain. Bowel function returned. Tolerating po intake well. Dc home with wound vac. F/u with dr (B)(6) in 2 weeks.¿ abdominal exam: ¿bowel sounds, tenderness, soft, no distention, wound vac in place.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: surgery to remove mesh, mesh detachment, mesh contraction, bowel obstruction/complications, bowel resection, severe and chronic pain/discomfort. Additional event specific information was not provided.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. ¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.